Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient weight at the time of the event was (B)(6). No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a "5 year battery placed," but they went through the battery really fast. The patient stated that they do not remember anything about when the first ins depleted, and the patient thought the ins implant date on file was for their rechargeable device. The patient did not have an ID card for the rechargeable ins. No further complications were reported or anticipated. No symptoms were reported.